Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Pn 906063 ln 71401 was returned to supplier, ab medical for evaluation. The supplier relayed, "the device looks visually okay. Initial problems found: stall error; would not run. The buttons work, but the motor stalls. The button cover was removed and revealed that the contacts are good and clean. Debris was noted inside of the handpiece behind the motor. It was noted to be flaky, but dry. Rust was noted on top of the motor bearing. The motor shaft is very stiff and the tvs wire is broken. The motor, housing, all seals, o-rings, flex circuit, spring, tvs, shaft face and buttons (key pad) were replaced and device was tested per procedure ps310 503-026 rev d. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause determined to be bad motor seized, moisture inside housing, debris and corrosion, rust and bad tvs. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device's hand piece would not function, when being prepared for surgery. A ten (10) minute delay was reported due to the malfunction. Surgery was successfully completed with another device. There was no patient harm as a result of the malfunction.